Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient is complaining of a hot sensation on their lower right buttocks, and a burning sensation around their implantable neurostimulator (ins) site. No contributing factors are known at this time. The rep stated that they reprogrammed the device, but the issue remains unresolved. No further complications were reported or anticipated. Additional information received from the manufacturing representative indicated that no further actions have been taken to resolve the burning sensation around the patient¿s ins at this time. They stated that no further issues have been reported. No further complications were reported or anticipated.